Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem as previously reported due to the report of the vessel sealer extend instrument insufficiently sealed and the procedure was converted to open. Corrected information can be found the following fields: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem". B2 populated with the outcome. H1 updated to serious injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument involved in this even has not been returned for failure analysis. Therefore, the root cause of the reported failure has not been identified. If further information is received, a follow-up MDR will be submitted. An instrument log review could not be performed as the instrument's lot and batch number were not provided and the event date was unable to be confirmed. A review of the site's complaint history was reviewed and there were no additional complains related to this event. No image or procedure video was submitted for review. This event has been deemed reportable based on the following conclusion: it was reported that the vessel sealer extend instrument performed the cutting function but did not seal tissue. It was also reported that the procedure was converted to open, but, as of this time, it is unknown why the procedure was converted. There was no report of patient injury. However, if the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted colorectal surgical procedure, the vessel sealer extend instrument performed the cutting function but did not seal tissue. The procedure was converted to open. No patient injury was reported, but the patient outcome was not known. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.